Event description:
Patient was brought into room and prepared for cataract eye surgery. When clinicians were ready to make an incision, the microscope light turned off. The light did not turn on when placed in the surgeon¿s desired locations. All locations were checked and the company representative was called to get advice, but the equipment malfunctioned and cases were cancelled for this patient and for the rest of the day. The lamp module was replaced later by the repair vendor, and the unit was returned to service. This is associated with (B)(6).